Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed an episode of non-sustained lead noise (nsln). Review of the episode revealed that the nsln was due to undersensing of pre-ventricular contractions. The device was reprogrammed. Patient will continue to be monitored.